Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21-jan-2026, it was reported by a sales representative via email that an ar-3652ttsp fibertak rc was used during a procedure, and the suture tape was snapping. This issue was discovered intraoperatively. Additional information was received on 02-feb-2026: on (B)(6) 2025, during a rotator cuff repair procedure, the suture tape snapped intraoperatively while inside the patient. The suture tape and all associated fragments were removed. The case was completed using a replacement ar-3652ttsp fibertak rc suture anchor. The procedure experienced an approximate 10-minute delay, and no additional anesthesia was required.